Manufacturer narrative:
Aziz, e, radcliffe, j.j. "Vagal nerve stimulators and anaesthesia: 1." Anaesthesia 2001; 56: 1209.

Event description:
It was reported in an article reviewed by manufacturer that the vns patient experienced periodic apnea in the outpatient clinic which subsided after deactivation of the device. Attempts to obtain additional information are underway.